Event description:
It was reported by service report that the IV pole pivot was broken which could allow the IV pole to lower in an unintended direction.

Manufacturer narrative:
Fowler tube.

Event description:
It was reported by service report that the fowler was broken on the right bottom side of the fowler tube.

Manufacturer narrative:
It was originally reported the fowler was broken on the right bottom side of the fowler tube. This was confirmed however this caused the fowler to become stuck in the lowered position but was still able to support the patient. It was also found during the investigation that the IV pole pivot was broken which could allow the IV pole to lower in an unintended direction.